Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 09 sep 2015 and found the sorter alignments to the cups and tips off. The fse aligned all tip boxes and all four shelves for the cups, and replaced the cup suction pad. The customer ran b-12 calibrator and quality control (qc ) on 17 analytes, all qc were in range. The system was intermittently giving sorter cup pickup failures, the fse observed the system operation and determined the tip nozzle was hitting the cup next to the cup that the sorter was picking up. The tip nozzle was determined to be too low, the fse changed the tip nozzle to be about 1mm to 2mm above the cup suction pad. Thirty three specimens including 67 cups were run with no errors. The aia-2000 instrument was functioning as intended. No further action required by field service. The probable cause of the event was sorter misalignment for cups. A complaint history review for serial number (B)(4) was conducted from 04-aug-2014 through 04-sep-2015 for similar complaints. There were no complaints reported during this time period similar to the present issue.

Event description:
On (B)(6) 2015 a customer reported error 4053 (sorter z-axis home overrun) with their aia-2000 analyzer. Customer is unable to run lhii and ipth on patient samples. A field service engineer (fse) was dispatched. On (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for ipth and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.